Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no image displayed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the cable is causing interference due to poor contact of curled cable, there is noise in the image and no image displayed. The most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the scope cable was causing interference. The issue occurred during inspection for use. There were no reports of patient involvement.